Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 2017: failure to follow steps/instructions - it should be noted that the electronic starclose instructions for use (IFU) states: deploy locator wings and initiate splitting of the sheath. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to user error and the patient effect and treatment appear to be related to procedure circumstance. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 5f sheath after a diagnostic procedure. Reportedly, the starclose se vessel locator wings were not opened before the device was retracted and the starclose se device came out of the patient anatomy. A hematoma was observed, and manual compression was applied to treat the hematoma and achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.